Event description:
It was reported by the customer that a pyxis medstation es system cubie drawer had failed to stay closed. The customer stated that they were unable to access the medication from the affected drawer. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half height drawer 2.2 had failed to stay closed. A field service engineer found a broken spring and replaced it. The system functioned as intended after the field service engineer troubleshot the device.